Event description:
A device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. A trilogy 100 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. During the evaluation of the device at the third-party service center, there were no foam particles found in the device. The device failed functional testing relating to the o2 low flow test step. There is no documentation stated on a root cause or component replacement. Additionally, the device failed a not-reportable test step relating to a broken lcd display. The customer requested the return of the device unserviced, therefore no repairs were performed.

Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.